Manufacturer narrative:
Covidien reference number: (B)(4). The device was rebooted but the screen didn't turn on. A test lung was connected but no ventilation was confirmed.

Event description:
It was reported that during use a,840 ventilator screen blacked out generating an alarm. Ventilation did not stop, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcb were returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue on the gui pcb was isolated to a component (video graphics array controller u63) on the xena I pcb. No fault was found on the backlight inverter pcb. If information is provided in the future, a supplemental report will be issued.